Manufacturer narrative:
The MFR date will be provided in a f/u report. Sorin group (B)(4) mfrs the cp5 centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) received a report that, during an eval, the centrifugal pump was slow to respond to changing conditions. There was no report of pt involvement. The device was returned to sorin group (B)(4) for eval. Eval of the returned device confirmed the issue. Sorin group (B)(4) determined that the issue was related to a software problem. The software was updated. Verification testing and the reported problem was resolved. No further action is deemed necessary at this time.

Event description:
Sorin group (B)(4) received a report that, during an eval, the centrifugal pump was slow to respond to changing conditions. There was no report of pt involvement.